Manufacturer narrative:
(B)(4). Batch # n57h20. The analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. The device was not tested for functionality due to its condition. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what were the indications for surgery? What was the surgical procedure being performed? Was it the 1st firing of device that event occurred? Did the knife partially retract or not at all after firing? Were there any staples in the operative field after firing? If so, describe their shape. How was the hole addressed and the surgery completed? The event states patient consequence ¿life threatening¿. Please explain. Was the post-operative care of patient changed due to issue with device? Was the hospitalization extended due to the issue with device? What is the current patient status?

Event description:
It was reported by the affiliate that during an unknown procedure, surgeon was using psee60a in the rectum. The jaw of psee60a with gst60d was not opened. At first surgeon tried to open with the knife reverse button, but it was failed. So surgeon finally opened the jaw in the way of ¿manual override". After that she found rectum was opened (with no stapler) about 1 cm. It is unknown how the procedure was completed. Patient consequence was ¿life threatening and hospitalization¿. Patient is stable.